Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 497mg/dl at the time of the incident. Patient's current blood glucose was 180 mg/dl. The customer reported that she had high blood glucose, so she changed out her set. The customer tried to treat high blood glucose by bolusing with the pump, but she had to change out the entire infusion set to get her blood glucose down. The customer reported that she threw the set away after taking it off, and has no product to return. The customer reported that she's been having trouble with the infusion sets. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.